Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, corrosion is built up in the slots of the large collet. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain the small wire during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.